Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers were ramping on display screen and buttons were responding intermittently. Customer's blood glucose was 240 mg/dl, but customer woke up with blood glucose of 402 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling during testing. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.